Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had broken and the insulin drops were shooting out of the end and was not regulating the insulin. Customer reported the drive support cap appeared damaged. Customer reported displacement test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.